Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when surgeon tried to fire during a colectomy, the handle stopped working. There was no problem while assembling. So scrub nurse changed the cartridge to new one and the surgeon could finish the procedure without any additional event. Patient is stable no medical intervention required surgery time not extended.

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for this device lot number indicated a non-conformance not related to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm.